Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The insulin pump passed the rewind test and the displacement test. No rewind anomaly was noted. The motor passed the motor test. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a motor error alarm. Customer's blood glucose was 155 mg/dl. Customer was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer is not able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.